Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 425cc mentor memorygel breast implants, suffered right breast pain, post-procedure. The patient went for an ultrasound and the left breast implant was diagnosed to be ruptured. As a result, the patient underwent breast revision surgery on (B)(6) 2021. During the surgery, the patient was also diagnosed with bilateral breast ptosis, left breast capsular contracture (baker grade ii) and right breast capsular contracture (baker grade I). Subsequently, the patient underwent bilateral capsulectomies, bilateral removal, and bilateral replacement with the following devices: (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7696452 sn: (B)(4) and (right) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7476086 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2021-02101.